Event description:
Following an abdominal angiogram with runoffs, a vasoseal elite was deployed. Prior to the deployment it was noted that there was some oozing around the procedural sheath. Following vasoseal elite deployment, it was noted that a hematoma had developed. The hematoma was manually compresed. The pt was discharged from the hospital, but several hours later called 911 with a hematoma. The pt was re-admitted with a very large hematoma and a 10% drop in hematocrit. The pt was transfused. A CT scan showed bleeding into the fascia of the abdominal area. The pt was monitored at the hosp. It is not known if surgery was performed. No further complications were reported.